Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that they were waking up in the morning with a burning pain at the implant site and that it seemed to be getting worse. Per the patient it felt like they had been "jumping up and down on it all night". They tried turning the device off at night or decreasing the stimulation, but it did not resolve the issue. The patient had contacted their health care provider and met with a manufacturer representative a few weeks prior, and the patient was thinking they wanted to have the stimulator removed. No further complications were reported or anticipated.

Manufacturer narrative:
Date inaccurate, only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient's ins battery warmed up throughout the day (not during recharging) and was extremely warm and painful. Their stimulation went on and off as they leaned to the side or made small movements; the stimulation went away and then came back- they clarified that the stimulation was not off on the patient programmer and it was the stimulation sensation that went away and came back. The impedances were all 700-800 and they then checked impedances with the patient leaning forward and stopped feeling stimulation; it was noted that the contact 8 was not out of range but was the highest value of most pairs and 8 was used in programming. Adaptive stimulation wasn't enabled. The patient didn't feel stimulation at night and that the pocket was warm only in the morning when they woke up and then it was excruciatingly warm and hot. The patient reported no falls or trauma and the pocket site didn't appear to be red or swollen. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and manufacturer representative (rep). It was reported the patient had burning pain in the ins area. The patient said that the healthcare provider (hcp) was going to give him a cortisone shot, but the patient didn¿t think it would work. The patient said a rep put the device into ¿ghost mode,¿ but that didn¿t make sense to the patient because he liked feeling the stimulation, so he changed it back to normal. The patient mentioned they fell on the ice years ago. The cause of the issue was that the patient felt the warmth when they were sleeping on the battery. The rep informed the patient about the temperature shut off during recharging. The rep reprogrammed the patient which may help with the issue. The intermittent stimulation was attributed to possible posture adjustments. This may be positional. The patient feels stimulation when he straightens up posture. Reprogramming was completed and may help with this issue. The rep stated resolution to these issues were pending follow-up. The pat ient was instructed to contact a pain rep if new programming did not fix the problem. The rep has not had contact with the patient since their meeting. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. The patient wasn't contacted and was instructed to contact the representative if the programming didn't resolve their problem. The patient has not contacted the representative. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that lying on the unit led to the burning pain and the feeling that something had been jumping up and down on the implant. The patient stated they would learn to live with the pain or have the unit removed. No further complications were reported or anticipated.